Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced epistaxis. On (B)(6) 2021, the subtherapeutic international normalized ratio (inr) was 3.7. The patient was given warfarin. On (B)(6) 2021, the patient's inr was 3.8. Coughing episodes occurred during the night of (B)(6) 2021 and the intrasinusidal pressures increased as well. The epistaxis was ongoing despite 20 minutes of pressure applied to the bridge of the nose. Pressure was continuously applied to the bridge of the nose and a blood transfusion was done. It was also reported that the patient had an infection of enterobacter cloacae from the blood. The plan of care was a septic screen, blood was sent to the blood bank for further examination, and broad spectrum antibiotics with tazocin and vancomycin were renally adjusted. The patient was not discharged between the time of implant on (B)(6) 2021 and death on (B)(6) 2022 due to end stage heart failure associated with giant cell myocarditis. It was reported that the patients' outcome was not device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.